Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained episode recorded on (B)(6) 2020, appeared to possibly be the result of oversensing lead noise. The patient presented to the clinic on (B)(6) 2020, and it was able to reproduce the rv lead noise with isometrics. On (B)(6) 2020, the physician made the decision to use the existing capped lead as a pace sense lead. The lead was uncapped and plugged into the pace/sense portion the device. The patient had no consequences and no symptoms.